Event description:
It was reported that they thought something was wrong with their boston scientific deep brain stimulation implant because for about 3 weeks, they have had trouble breathing. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).